Event description:
It was reported the atrial lead dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Visual, x-ray, and helix assessments were normal with no anomalies found.